Manufacturer narrative:
The field service representative (fsr) inspected the module and resolved the issue by cleaning the cuvette washer nozzles. A review of the instrument service history for serial number (B)(6) showed that no additional discrepant result issues have been reported since the service activity was completed. No other service or complaint activities were identified on or around the date this complaint was initiated that could have contributed to the issue. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity related to this issue. Additionally, complaint and trending data associated with the cuvette washer nozzles did not identify any trends. A review of manufacturing documentation did not identify any nonconformances related to the reported issue, and labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), or the cuvette washer nozzles.

Event description:
The customer observed falsely elevated magnesium on the alinity c processing module for a 70-year-old male that was not reported out of the laboratory. The following results were provided: 05mar2026, sid (B)(6), initial magnesium result= 7 mg/dl; repeat result= 1.8 mg/dl; repeat result on another analyzer= 1.8 mg/dl. A 10-point precision run was performed that generated a > 9.5 mg/dl result, which repeated as 1.8 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated magnesium on the alinity c processing module for a 70-year-old male that was not reported out of the laboratory. The following results were provided: (B)(6) 2026, sid (B)(6), initial magnesium result= 7 mg/dl; repeat result= 1.8 mg/dl; repeat result on another analyzer= 1.8 mg/dl a 10-point precision run was performed that generated a > 9.5 mg/dl result, which repeated as 1.8 mg/dl. There was no impact to patient management reported.